Event description:
It was reported the patient had a loss of therapeutic effect for the last 6-8 months but had just been dealing with it until now. The patient had pain in both legs but mostly in the left leg. The patient fell ''often'' and the reporter thought the falling could have contributed to the lack of effect. It was noted the patient also had a compression fracture that was located close to the leads that occurred in (B)(6) 2011. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3777, lot #n0036954, implanted: (B)(6) 2006, lead model 3777, lot #n0036954, implanted: (B)(6) 2006, programmer model 37742, serial # (B)(4).